Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. The customer called investigating an allergic type reaction a donor had after donating on trima accel. The donor apparently had reactions after the last four donations on (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, and (B)(6) 2009. The donor did not inform the operators until the last incident. The symptoms were as follows: rash on hands and feet (swollen), stiff joints, occasionally fever at night, red bumps on neck, headache, and sore tongue. There were different tubing set lot#s and trimas involved. No unusual events were reported during the procedures. Per follow-up, donor is doing fine.

Manufacturer narrative:
(B)(4). Field diagnostic/correction: complete procedural details are unk. Investigation: this disposable set was unavailable for return for investigation. Trends suggest that the event reported is random and isolated on a general basis. If the kit is later received and findings differ from the info presented in this record, an addendum will be added to correct/update the investigation findings. Root cause: this disposable set was unavailable for specific root cause analysis. Corrective/preventive action: the trima accel operator's manual cautions users, "the trima accel automated blood collection system has many safety features. However, a donor reaction can occur rapidly. Therefore, it is imperative that the trima accel collect system and the donor be monitored throughout the procedure" (p/n 777821-126). No corrective and preventive actions by caridianbct quality assurance will occur at this time. Trends are regularly monitored to determine appropriate corrective actions by manufacturing or engineering.